Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: upn: m365sc2317700. Model: sc-2317-70. (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patient's leads had high impedance. The patient underwent a lead replacement. No further information has been obtained despite good faith efforts.